Event description:
It was reported that during a "tvt" procedure one extremity of the tape became detached from the needle along with the collar. There was great difficulty in withdrawing the tape and the pt suffered damage to the right lateral wall of the bladder.